Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. As a result, testing could not be performed. Additional information was requested from the physician, but has not been provided as of date of this report. The cause of this event is unknown at this time. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
Patient experienced pain and loss of motion approximately 12 months post rotator cuff repair with orthadapt bioimplant augmentation. The graft was explanted approximately 19 moths post-repair.